Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate aortic valve calcification, calcific fusion of the left coronary cusp and right coronary cusp (bicuspid valve), moderate aortic root calcification) likely contributed to the annular rupture which resulted in the aorto-rvot fistula, and the resultant exacerbation of the congestive heart failure and subsequent patient death 8 months post valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: cutchins, c., goldstein, j. C. (2018). Taking a new path: intracardiac shunt calculation to aid in decision-making with annular rupture after transcatheter aortic valve replacement deployment. Journal of cardiothoracis and vascular anesthesia. Retrieved from: https://doi.org/10.1053/j.jvca.2018.03.018

Event description:
As reported by article, ¿"taking a new path: intracardiac shunt calculation to aid in decision-making with annular rupture after transcatheter aortic valve replacement deployment", following the ¿uneventful¿ deployment of a 26 mm sapien 3 valve, tee demonstrated a small aortic annulus rupture resulting in continuous shunting between the right sinus of valsalva (sov) and the right ventricular outflow tract (rvot), creating a left-to-right fistula with continuous flow. The patient¿s condition remained hemodynamically stable during the procedure and no vasoactive medications for support were required. The pulmonary artery pressures remained unchanged with a mean of 20 to 25 mmhg and a pulmonary capillary wedge pressure of 15 mmhg after valve deployment. Although the fistula resulted in a significant shunt, due to the patient¿s advanced age, high risk for repeat sternotomy, multiple medical comorbidities, and hemodynamic stability, the multidisciplinary team ultimately elected to manage the patient expectantly. The patient¿s airway was extubated later that afternoon in the intensive care unit, and he had an uncomplicated post- operative hospital course. A new v/vi continuous precordial murmur could be auscultated without a stethoscope after the procedure. The postoperative tte showed an unchanged ejection fraction of 50%, normal peak velocity and mean pressure gradients across the prosthetic valve, and a persistent high-velocity aorto-rvot fistula. The patient was discharged home on postoperative day 2 in stable condition. The patient was unable to follow-up at the tavr hospital due to the long distance required to travel. It was reported that the patient experienced ¿several admissions¿ for congestive heart failure exacerbations at other facilities. The patient expired 8 months post valve deployment. Further information regarding the details of the patient death was not available for review. The native annular biplane diameter measured 31 mm x 33 mm with a valve area of 0.7 cm2. Moderate aortic valve calcification with calcific fusion of the left coronary cusp and right coronary cusp (bicuspid valve) and moderate aortic root calcification was reported. Severe coronary calcification was also reported.